Event description:
It was reported that the log files showed low powers while attached to the power module. There was also a controller clock corrupt alarm as well that indicated the system controller lost all power and reset to default.

Manufacturer narrative:
Serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Pump MFR. Report # 2916596-2022-01578.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a controller clock corrupt alarm was confirmed with the submitted log file. The periodic log file captured controller clock corrupt alarm events that were related to the date being set from (B)(6) 2000 to (B)(6) 2000. The captured year of 2000 suggests the system controller may have experienced a total loss of power, which would have defaulted the date to (B)(6) 2000. The date/time was synced on (B)(6) 2022 and the alarm cleared. The log file was retrieved from system controller (serial # (B)(6)). Event details indicated the controller clock corrupt alarm issue resolved and the device is not expected to be returned for an evaluation. The root cause for the reported event was unable to be conclusively determined through this investigation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ under this section, all alarm conditions are addressed including system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the complete loss of power to the system controller occurred while the patient was not in the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller clock corrupt alarm was confirmed with the submitted log file. The periodic log file captured controller clock corrupt alarm events that were related to the date being set from january 28, 2000 to february 6, 2000. The captured year of 2000 suggests the system controller may have experienced a total loss of power, which would have defaulted the date to january 1, 2000. The date/time was synced on january 10, 2022 and the alarm cleared. The log file was retrieved from system controller (serial # (B)(6). Event details indicated the controller clock corrupt alarm issue resolved and the device is not expected to be returned for an evaluation. The root cause for the reported event was unable to be conclusively determined through this investigation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 21feb2020. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ under this section, all alarm conditions are addressed including system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: the complete loss of power to the system controller occurred while the patient was in the hospital and patient did not recall the incident. When it was identified, the pocket controller and modular cable were exchanged.